Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a routine pacemaker exchange procedure due to end of life (eol) . During interrogation of the lead prior to procedure, physician noted that the left ventricular (lv) lead had high capture threshold which lead to inadequate capture. Physician decided to do programming changes to address this lv lead issue. Right ventricular and atrial lead were functioning well. Patient was stable, before, during and after procedure.